Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing low speed, low flow alarms, pump stoppage and percutaneous lead disconnect alarms. The system controller was exchanged with another system controller and the pt was discharged. At home, 4 days later, when the pt connected to the power module, the system controller displayed low speed and the system monitor shows pump stop at the same time. Log files were sent to the MFR which contained the reported pump stop which occurred when connected to the power module.

Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. The MFR is attempting to acquire add'l info regarding the reported event. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.